Manufacturer narrative:
(B)(4) the customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer tip and spin collar of the primary tubing broke when disconnecting it from a maxplus connector which was connected to a central line. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.